Manufacturer narrative:
(H3) the broken modular broach handle reported was likely the result of numerous surgical uses and subsequent sterilization cycles, which led to the degradation of the weld at the dowel pin, and ultimately allowed the dowel pin to disassemble while removing the broach from the humeral bone.

Event description:
As reported during a shoulder procedure, while removing broach from humerus, the holding pin in the button of the broach handle came out. All parts were retrieved but the holding pin was lost during the wash cycle. No delay to surgery, second broach handle was used for the remainder of the case. Patient was last known to be in stable condition following the event. Device will be returned.